Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported b40 error could not be confirmed, however, it was determined to likely be the result of an image sensor unit defect, failure of internal board of video connector, or the system. The investigation did confirm a ¿no image¿ issue and a b30 error issue; the root cause of the confirmed issues could not be determined, however, are also likely be the result of an image sensor unit defect, failure of internal board of video connector, or the system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Event description:
Additional information was provided regarding this event. The event occurred when a user connected to the system prior to use.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed no image (b40) error code. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit, b30 (scope communication err) occurred. In addition, due to damage on charge coupled device unit, the image was not displayed. No electrical continuity due to corrosion on distal end. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Connecting tube had a dent. Universal cord had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.